Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 424 mg/dl. The customer states the insulin pump is not delivering insulin per her high blood sugar level. The customer declined to perform any troubleshooting. However the customer did performed the high pressure test on her own and the insulin pump passed. The insulin pump will not be returned for analysis.